Event description:
A customer reported that their pump button was crooked or tilted for about a month. There was no adverse impact to the customer's blood glucose level. Customer continued to use the pump for insulin delivery.